Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was firstly visually inspected. The dilator flushed properly before and after decontamination. Next, during vxh testing, the dilator tip was showing damage, there was some curvature observed along the device. Therefore, the reported allegation of damaged dilator tip was confirmed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. The user mentioned that all devices were flushed and checked for damages prior to use with no issues noted. The initially inserted the faradrive dilator into the sheath and checked the tip for any damage, and nothing was observed. Next, they proceeded to insert the versacross connect dilator, and its tip became damaged upon insertion. The dilator was then removed and replaced; the procedure was completed successfully. No patient complications were reported. The issue occurred outside the patient's body and that the device was note re-inserted. No manual re-shaping was performed. The device is expected to be returned for analysis.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. The user mentioned that all devices were flushed and checked for damages prior to use with no issues noted. The initially inserted the faradrive dilator into the sheath and checked the tip for any damage, and nothing was observed. Next, they proceeded to insert the versacross connect dilator, and its tip became damaged upon insertion. The dilator was then removed and replaced; the procedure was completed successfully. No patient complications were reported. The issue occurred outside the patient's body and that the device was note re-inserted. No manual re-shaping was performed. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.